Event description:
Complainant alleged that the device's shock button had to be pressed a reported five or six times before the button actuated. Complainant did not indicate that there was any pt involvement in the reported malfunction.